Event description:
(B)(6). Same case as MDR ID# 2134265-2012-05749, 2134265-2012-05808, and 2134265-2012-05809. It was reported that during a coronary stenting procedure, chest pain occurred. In (B)(6) 2012, the subject presented with chest pain and was hospitalized the same day to treat in-stent restenosis of an unknown stent placed in left main coronary artery (lmca), as well as, in-stent restenosis of the study stent in the proximal lcx. The lmca was treated with pre-dilatation and placement of a 3.00 x 16 mm promus element stent, with 0% residual stenosis. The proximal lcx was treated with pre-dilatation using 2.5 x 12 mm apex balloon, 3.50 x 15 mm apex balloon and 3.00 x 8.00 mm nc quantum apex balloon. On inflations of the balloon, the subject experienced "pain at chest 6/10" which was treated medically. They initially attempted to place a 3.50 x 16 mm promus element stent in the proximal lcx, however, the stent was unable to be deployed and was replaced with a 3.00 x 16 mm promus element stent which was successfully deployed with 0% residual stenosis.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).